Event description:
The pt was in the ER and had been reintubated for a prior leak, when they noticed this tube was leaking. They reintubated the pt with an 8.0 endotracheal tube. The caller stated that the rt has said that there was a tear or slit in the cuff.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation. No conclusions can be made without the device for analysis. Information has been added to the database for trending purposes. This report is for the second of two tubes as referenced in the initial report 2936999-2011-00416.